Event description:
Purchased (B)(6) made sun glasses and optical lenses from (B)(6) thru (B)(6) (address unk-remote site) and co-located optician (B)(6), representative for dr. (B)(6), on (B)(6) 2013. Shortly after purchasing the above (B)(6) made eye glass frames at (B)(6) I experienced my face having severe infections and eruptions from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2015, my wife and I noticed that the nose pieces on these (B)(6) made eye wear were disintegrating. We attempted to wipe the material off and reach a stabilizing point, but no such point was reached after dozens of rubbings. The infections start at the bridge of the nose (where the nose pieces are) and extend down both sides of my nose, around my mouth, down my chin and under my chin in a bright red semi-permanent deep ugly scarring of my skin. I have been to multiple dermatology appointments but did not realize that my glasses were alleged to cause these dermatology problems. The product description from (B)(6) optometry staff is as follows: order #(B)(6), 3(B)(6) 2013, (B)(4) "namuh" 551201287 shiny black sun glass frames 58286 black 59 17-132. $ (B)(6) paid by credit card. My wife and I have expressed our concerns to sam(B)(6) via 2 emails dated (B)(6) 2015 and in person at (B)(6) on (B)(6) 2015. We have been contacted twice in the last 24 hours by a (B)(6) independent representative. I believe I am the victim of a (B)(6) made defective medical device that has seriously damaged approximately 50% of my face, leaving disfiguring red scarring and skin problems.